Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative ckmb result on triage cardioprofiler test. Caller was also concerned about the discrepant troponin I (tni) results between draws. Pt came to ed with fever, chills, shortness of breath and hematuria; onset about 4 days prior. She reported that this pt's baseline was positive, then the serial draw 90 minutes later showed negative, then the next serial draw was positive. She stated that the ed stated there was no clerical error and that the correct pt was drawn. This pt did have an mi. Sample is not available to submit for investigation.